Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on september 04, 2017 due to low blood glucose. They could not recall their blood glucose at the time of admission. The customer had symptom of vomiting. They were hospitalized for 3 days. They were wearing the insulin pump at the time of hospitalization. They declined troubleshooting. The insulin pump will not be returned for analysis.